Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system and insulin squirted out of the tubing during manual prime. The customer¿s blood glucose level at the time of the incident was unknown. The customer was disconnectedduring prime. The drive support cap was not damaged. It was advised to discontinuethe use of the device and to revert to the back-up plan. The insulin pump will bereturned for analysis.

Manufacturer narrative:
Findings: pump received with no button response at act button due to unlocked the connector on lcd board. Unable to confirm compromised force sensor system alarm and unable to perform any tests due to button unresponsive. Pump received with cracked reservoir tube lip and minor scratches on display window noted.